Manufacturer narrative:
(B)(4). The device was not returned. Additional information: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the mounting clamp knob on the device has to be changed regularly since the pins do not stay in place. The pins come out, so the mounting clamp knob is no longer securing the device on the pole. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.